Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 0.9, lab: 2.0. Customer called in to report one discrepant result on a patient tested (B)(6); customer reports this same patient has rendered discrepancies in the past with the same inratio meter but could not provide data, didn't know if the strip lots were the same in prior tests. Customer had limited information; not present during the testing procedure thus could not provide technique details; limited patient specific information available. Customer reports that other patients have been tested on the same meter/lot and rendered expected results. Therapeutic range: 2.0-3.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(4) 2011, inratio meter = 0.9 inr, reference = 2.0 inr, mean = 1.45, confidence limits = 1.1-1.9. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subjected to strip accuracy testing as part of the complaint investigation. Recent test conducted on lot 257068 on (B)(4) 2011 met accuracy and precision criteria. Test results are as follows: donor (B)(4) = 2.4, 2.7, 2.8 inr; donor (B)(4) = 3.5, 3.5, 3.4 inr. At least two out of three replicates are within the allowable bias of reference results for donor 145 (2.22 inr) and donor 146 (3.10 inr), respectively. In-house test results have 7.91% and 1.67%, respectively for each donor and are less than 16% cv. No further investigation will be pursued at this time. (B)(4). This failure mode will continue to be monitored. No corrective action required at this time as no product deficiency was established.